Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for coring with the incident lot was observed. Additionally, evaluation of the customer samples was performed and coring was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the hcp found foreign matter in bd vacutainer® edta 2k tube during blood collection. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: hcp found fm got mixed in the tube during blood collection.